Event description:
The customer reported the ventilator alarmed due to high oxygen supply occurrences. The customer reported the device was not in use, therefore there was no patient involvement or harm. The biomedical engineer contacted product support and was advised to relieved the o2 pressure in the o2 manifold. The biomedical engineer relieves the excess pressure in the o2 manifold and the issue was corrected. No part was replaced and the unit is back in service.